Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition b)conforming, desufflation lever condition ab)conforming, inner gasket condition ab)conforming, latch condition, b)conforming, obturator condition b)conforming, outer gasket condition ab)conforming, reset button condtion b)conforming, sleeve condition ab)conforming, stopcock condition ab)conforming, trocar condition b)conforming. Functional tests & results: does safety shield retract b)conforming, flapper door functional ab)conforming, lockout functional b)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test performed, no conclusion could be reached as to how the reported event during surgery occurred. The instrument b was found to arm, to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing. No functional testing could be performed on instrumenta due no obturator was received.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the 355s safety shield did not retract and punctured the liver. It was reported there was bleeding at this site that was controlled. It was reported the device was removed and another 355s was opened to complete the procedure.